Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to activation failures including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Based on the limited information provided and without the device to examine, a conclusive cause for the reported activation failure and material deformation cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a marginal circumflex coronary artery. When attempting to deploy the 2.00x18mm xience sierra drug-eluting stent (des), it was unsuccessful and upon removal, the xience sierra des mesh was observed to be damaged. A new 2.25x15 xience sierra was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.